Manufacturer narrative:
(B)(4). Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may also be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Edwards received information that ten (10) years, two (2) months post-implantation of this 23 mm bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to stenosis and regurgitation. There were no reported complications and the patient outcome is reported as excellent.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Based on the information received the root cause of the endocarditis is most likely due to patient related factors/conditions and is not related to device malfunction. Based on the information received patient factors likely contributed to the event.

Event description:
Edwards received information the patient had severe aortic stenosis. Anesthesiologist was unable to place the transesophageal echo probe. For this reason transthoracic echocardiogram was done intraoperatively for visualization of the valve and ventricle. There was severe bioprosthetic valve endocarditis of the 23mm valve and ejection fraction was 35%. The transcatheter valve function was very good with no aortic insufficiency at completion. Patient was transferred to the surgical intensive care unit in stable condition. Patient was discharged on post operative day four.